Event description:
While trying to pull sheath down from ascending aorta, physician noted difficulty in pulling back the sheath (dilator was in place) he pulled harder felt a pop and then noted that the sheath had separated. The braiding was noted to be at the separated end of the sheath and extending into the nick into the skin for the sheath placement. Report #360079-2016-00011.